Event description:
Information received by medtronic that the insulin pump esc button was unresponsive and the reservoir was not able to lock into place. Customer stated that the device was not exposed to moisture or compressed to their body. Customer mentioned they have discontinued using the insulin pump. No harm requiring medical intervention was reported. The device is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Software 2.8b. On 12-jan-2022 customer alleged the device having esc keypad/ button unresponsive, broken reservoir tube lip wasn't able to lock. Device had unresponsive down button due to unlocked lcd keypad connector. Unable to perform self-test, and displacement test due to unresponsive button. Reconnected j2/lcd keypad connector. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the device not having power for a long period of time. Device was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had had cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker. In conclusion, unresponsive down button due to unlocked lcd keypad connector and a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.